Event description:
It was reported during the permanent procedure, the physician failed to advance the lead into the epidural space due to excessive scar tissue and adhesions. As a result, the procedure was abandoned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.